Event description:
Medtronic received information that approximately one month following the implant of this transcatheter bioprosthetic valve, an echocardiogram indicated a moderate paravalvular leak (pvl). Subsequently, two months post implant, a second transcatheter bioprosthetic valve was successfully implanted, valve in valve, and reduced the pvl to mild. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight has been added to section of this report.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).